Manufacturer narrative:
Careful review of the information available concluded that the proximal contact is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire. The proximal contact remains outside of the patient at all times during the procedure. Therefore based on this information the manufacturer has determined that this event does not meet the equivalent of a reportable event.

Event description:
It was reported that the pusher wire proximal contact was found to have fractured when it was removed from the detachment system outside the patient. The same issue occurred with a second device. There was no clinical consequence to the patient.

Event description:
It was reported that the pusher wire proximal contact was found to have fractured when it was removed from the detachment system outside the patient. The same issue occurred with a second device. There was no clinical consequence to the patient.